Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer, reported the customer experienced an infection while wearing an adc freestyle libre sensor. Caller reported the insertion site was notable for the presence of ¿hardening and bruising¿. On (B)(6) 2019 customer had contact with a healthcare provider, was prescribed an unspecified antibiotic and advised to remove the sensor. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A caller, calling on behalf of a customer, reported the customer experienced an infection while wearing an adc freestyle libre sensor. Caller reported the insertion site was notable for the presence of ¿hardening and bruising¿. On (B)(6)2019 customer had contact with a healthcare provider, was prescribed an unspecified antibiotic and advised to remove the sensor. No additional treatment was reported. There was no report of death or permanent injury associated with this event.